Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the bottom case was cracked. A review of the event history log identified primary audible alarm background test in the history. Functional testing was performed using the occlusion test and was unable to duplicate the reported issue. There was some contamination found on the bottom case by the speaker which was causing the primary audible alarm background test error intermittently. The root cause was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced bottom case and speaker for preventive.

Event description:
It was reported that the pump's main board was not working. No patient injury was reported.